Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor to the built-in meter. On (B)(6) 2020, the customer experienced ringing in their ears, sweating, tingling in the head, and subsequently lost consciousness. Hcp contact was made, and the customer was treated with a dextrose 5 "d5'' shot by emergency services and ¿sugar gel" upon arrival to the hospital. The customer was hospitalized for 6 days for a diagnosis of hypoglycemia. A follow-up sensor scan of 300 mg/dl as compared to a blood glucose of 190 mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.